Manufacturer narrative:
Integra has completed their internal investigation on 8nov2016. The investigation activities included: methods: -evaluation of actual device. -review of device history records. - review of complaint management database for similar complaints. Results: based on the available information no manufacturing process problems were identified by integra (B)(4) or in the suppliers inspection record that would have caused or contributed to the event. A review of the complaint database found that since product inception (2013q4), there has been only 1 complaint for failed cannulated screw 4.0, l 42, tl 16, short thread. During that time, there have been approximately (B)(4) sales. The complaint rate for this failure mode is (B)(4). Conclusion: the failure analysis concluded there was no failure of the two cannulated screw 4.0, l 42, tl 16, short thread screws. The reason for the removal of plate and screws was due to the entire system was explanted from the patient.

Event description:
This event involved 5 devices used together for the same patient, same surgery. This is report 5 of 5. The MFR report numbers: 1651501-2016-00028; 1651501-2016-00029; 1651501-2016-00030; 1651501-2016-00031; 1651501-2016-00032. It was reported the device failed. "The surgeon states hardware has failed." It was reported the date of event reported was the date of the revision surgery. No information regarding event circumstance or detailed patient impact has been provided at this time. Additional information has been requested.

Manufacturer narrative:
Three of the five complaints reported together are duplicates or earlier reported complaints. MFR report numbers for initial 3 complaints: 1651501-2016-00021; 1651501-2016-00022; 1651501-2016-00023. Additional information received 23sep2016: initial procedure ¿ open treatment of tarsometatarsal joint dislocation with internal fixation left, performed (B)(6) 2015. Operative notes provided describe an uncomplicated procedure. Revision surgery ¿ remove broken plate and screw, orif fractured medial cuneiform, plantar exostectomy midfoot, all left foot, performed (B)(6) 016. Operative notes provided. Findings: intra-articular fracture of the medial cuneiform, fusion of the met/cuneiform joint, elongated hypertrophic bone plantar medial left foot. ¿there was noted to be a fusion at the prior first met cuneiform fusion site however a displaced fracture at the level of the medial cuneiform was noted.¿ customer was asked to describe the hardware failure. Reply, ¿no additional documentation available.¿ customer was asked if there were any issues during implantation and/or during recovery,when was the onset of symptoms and what were the symptoms,reply:¿4/28/16 h & p note: pt presents with pain to left foot-medial plantar surface and dorsal area over hardware site. Pain with walking- improvement when wearing shoes. Denies numbness but admits to a burning sensation- and increased sensitivity to dorsal left foot. Left foot: prior surgical scars well healed -no sign of infection, medial plantar surface with deformity, sensitive to left touch over dorsal scar.¿ relevant patient care records and/or medical records and imaging studies were requested. Reply, ¿no additional documentation available.¿ customer was asked how the patient is doing. Reply, ¿unknown.¿